Manufacturer narrative:
Concomitant product: synthes cage, vitoss bone graft substitute, syncage screws, rods (implant (B)(6) 2007). (B)(4). Neither the device nor applicable imaging study films returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with pre/ post- operative diagnosis of sciatica with degenerative disc disease at l5 s1. Patient has a long history of back symptoms with degenerative disc disease and of sciatica on left. Patient has had bilateral micro discectomies at l5-s1 with severe degenerative disc disease l5-s1. MRI shows scarring but no obvious compression of nerve except maybe inside the foramen. Patient underwent tplif with bilateral decompression, posterolateral fusion and interbody fusion at l5-s1 with competitor instrumentation (screws) and spacers. Decompression on left to l5 and s1, nerve roots and s1 foramen. Screws inserted. Screw insertion on left with good purchase. Right s1 screw was not as good as left s1 screw but acceptable. Local bone was impacted into the back of the disc space to complete the fusion in the interspace. A competitor cage was filled with rhbmp-2/acs. A competitor bone graft substitute was then laid into the lateral recess between the transverse processes of l5 and the sacrum on the right, over the interspace and over the lamina of l5 and s1 on the right as well for posterolateral and posterior effusion at this level. Competitor pedicle screws and rods were placed. Patient was transferred to recovery in stable condition. No complications were noted. Patient was discharged three days post-op with a diagnosis of low back pain (lbp) with left leg pain and degenerative disc disease at l5-s1. On (B)(6) 2007- office visit ¿ post decompression and plif l5-s1. Patient noted discoloration along left leg and swelling of left foot. Upon examination: left foot some increased coloration compared to right, starts to become ecchymotic (bruising) with standing. Tenderness on palpation of foot in proximal 4th and 5th metatarsals. Slight amount of swelling. X-ray of left foot ruled out small fracture. Obtain doppler to rule out deep vein thrombosis. On (B)(6) 2007- left lower extremity venous duplex for deep vein thrombosis swelling. Impression- no evidence of deep venous thrombosis. 5/9/2007: doing well, some left foot swelling with tenderness, no skin changes. Calf soft and nontender. Afebrile. Wound looks excellent. Doppler-negative for dvt. Recommend wooden shoe and ace wrap for left foot and walking program. On (B)(6) 2007- office visit- 2 weeks post plif. Back pain better than pre-operatively. Leg pain better than pre-operatively but does have allodynia in the posterior left calf. X-rays- normal alignment. Hydrocodone 10/325 every 6 hours ordered, continue lyrica. On (B)(6) 2007: orthopedic office visit for unknown reasons. Patient underwent epidural steroid because of the allodynia in the nerve root. X-rays from this date were reviewed and interpreted as ¿excellent no changes.¿ on (B)(6) 2007: office visit. Patient presents with swollen left foot. Painful in ankle as well as the calf. Redder and hotter than the left leg distal to the knee. Unable to palpate pedal pulse on left. Positive homans on left. Back and limb pain is markedly improved. Duplex ordered. On (B)(6) 2007- left lower extremity venous duplex. Impression- no evidence of deep venous thrombosis. On (B)(6) 2007- patient seen for recheck. Patient reports some swelling in wound area. Left foot improving. Upon examination: no erythema, drainage, swelling. Scar looks good. Continue walking exercise program with brace. On (B)(6) 2007- pain management follow-up visit- increased back pain- shooting, burning, electrical radiation into the anterolateral aspect of the lower leg and into the top of the right foot and lateral aspect of right foot. Swelling and discoloration of left foot. Left ankle pain. Reportedly, pain average is 8/10 lumbar forward flexion 45 degrees, extension 10 degrees, left and right rotation and tilt 45 degrees. Left hip flexion decreased by 50%. Palpation- diffuse paralumbar myofascial pain on left at l5-s1 with focal spasms and trigger points. Motor- 3+/5 left toe flexors. Sensory- left l5 and s1 hypesthesia. Deep tendon reflexes absent in left ankle. Extremity exam- negative for straight leg raise. Gait is antalgic. Diagnosis- left lower limb radiculopathy. Proceed to left l5-s1 and s1 epidural transforaminal injection. On (B)(6) 2007- left l5-s1 transforaminal epidural steroid injection for persistent l5 radiculopathy. No complications. On (B)(6) 2007- orthopedic six week post plif visit. Leg pain worse than pre-operatively. Has symptoms of nerve damage or dorsal root ganglion injury or scar issues. May resolve over time. X-rays are normal alignment, look excellent. Patient to start physical therapy. Patient treated with medication. On (B)(6) 2007- pain management visit (post injection) 75% improvement for 1 week. Worse pain now. 5/10 average. Current medication- lyrica 50mg 4 times daily. Oxycontin 10/325 every 6 hours not to exceed 3 tabs daily. Exam: lumbar forward flexion 45 degrees, extension 20 degrees, left and right rotation and tilt 45 degrees. Hips normal. Knees and ankles normal. Palpation- diffuse paralumbar musculature pain l4-5 and l5-s1 bilaterally. No obvious spasms. Motor- weakness left l5 muscles at least one grade. Sensory- left l5 hypesthesia (decreased sensitivity). Deep tendon reflexes 2/4 at knees and ankles bilaterally. Gait- normal tandem and stable. Diagnosis- chronic l5 radiculopathy. Continue percocet. On (B)(6) 2007- pain management visit. Symptoms improving. Pain 5-7/10 average. Hyperalgesia (increased pain response) and allodynia (painful skin) in left leg are improving but left lower limb neuropathic pain continues. Has been taking oxycodone 10mg not to exceed 5 tablets daily. Exam- range of motion restricted in all directions, diffuse lumbar myofascial pain. Sensory exam- hyperalgesia and some allodynia in the l5 distribution of the left leg. Diagnosis left l5 radiculopathy. Decrease oxycodone to 1 every 6 hours not to exceed 4 per day. On (B)(6) 2007- orthopedic office visit (12 weeks post plif). Satisfied with progress. Still has significant left foot pain worse as day goes on, controlled with medication. Resolution of sciatica. X-rays show normal alignment. On (B)(6) 2010- pain management visit (status post l5-s1 fusion). Low back pain characterized as ache with shooting pain into left leg posteriorly into the foot. Pain present 100% of the time. Pain average 8/10. Current medication- lorcet. Tried neurontin, lyrica and oxycontin previously. Exam- lumbar flexion 60 degrees extension 30-35 degrees. Diffuse lumbar myofascial pain. Antalgic gait. Numbness l5 distribution of left leg. Diagnosis-chronic left lower limb radiculopathy. Try methadone 2.5mg daily for 7 days increasing to twice a day for 7 days then 3 times a day for 7 days. Continue hydrocodone. On (B)(6) 2010- pain management visit. Patient doing better. Taking methadone 2.5mg tid. Pain 7/10avg. Exam unchanged except no evidence of spasm/muscle pain. Diagnosis unchanged. Improved with methadone. Increase methadone to 5mg 3 times daily in 7 day intervals. On (B)(6) 2010- recheck- pain 6/10 avg. Titrating up methadone, now on 5mg 3times daily. Still taking hydrocodone 10/325. Continue to titrate up methadone to 10mg tid. Continue hydrocodone. Diagnosis unchanged. On (B)(6) 2010- recheck. Left foot pain radiating up posterolateral leg to buttock. Increased activity may have aggravated the pain. Medications are working better. Methadone 10mg three times daily. Hydrocodone 10/325 one to 3 times daily as needed. Pain on average for past week is 6/10. No exam details other than vitals recorded. Diagnosis- lumbar degenerative disk disease, left lower extremity radiculopathy. Good response to increased methadone. Refill medication. On (B)(6) 2010- recheck pain medicine- increasing back pain. No increase in lower limb radiating neurologic pain. Pain 7/10 average. Increased activities due to sudden death of spouse. Some anxiety. Chiropractor treating cervical spine. Medication unchanged. Exam- lumbar-forward flexion 50 degrees. Extension 25 degrees. Rotation and tilt are full. Hips, knees, ankles normal. Negative paces and patricks maneuvers. Moderate myofacial pain across low back. Motor-normal. Deep tendon reflexes 2/4. Pulses normal, extremity exam normal. Negative straight leg raise. Normal gait. Diagnosis: lumbar degenerative disc disease. Lower limb radiculopathy. Anxiety and stress. Stable function and analgesia. Start klonopin 1mg every 6 hours for anxiety as needed. Refill methadone and hydrocodone. On (B)(6) 2010- recheck pain medicine- increasing pain in left leg. Left lower limb sciatic pain. Pain average 8/10. Lumbar- extremely full range of motion in all directions. Significant lumbar myofacial pain on left. Sensory- numbness in l5 and s1 distribution of left leg. Positive left straight leg raise at 45-50 degrees in sitting position. Gait- antalgic. Diagnosis- chronic left lower limb radiculopathy. Increase methadone slow titration up 10mg am, 20mg afternoon, 10mg evening, 20mg bedtime due to tolerance. Change hydrocodone to percocet 10mg every 6 hours. On (B)(6) 2011- recheck pain medicine- back pain with radiation into left leg in the l5 distribution. Pain relief and function is stable. Responded well to methadone. Pain on average 5/10. Exam- lumbar-forward flexion 50 degrees. Extension 25 degrees. Rotation and tilt are full. Sensory- numbness in l4 and l5 distribution of left leg. Positive left straight leg raise at 45-50 degrees in sitting position. Gait- antalgic. Diagnosis: lumbar degenerative disc disease. Chronic left lower limb radiculopathy. Stable function and analgesia. Dry mouth. Start evoxac 30mg. Twice daily. Pain medications unchanged good methadone response. On (B)(6) 2011- recheck pain medicine- increased back pain on left. Twisted incorrectly 2 days ago. No increase in leg pain. Exam- lumbar- poor range of motion on left secondary to left sided low back pain. Some myofascial pain-paralumbar musculature on left. Sensory normal. Negative straight leg raise. Deep tendon reflexes 2/4. Gait- normal tandem and stable. Diagnosis- lumbar degenerative disc disease. Status post lumbar fusion. Mechanical low back pain. Stable function and analgesia. Stable medication- no change. On (B)(6) 2011- recheck- pain medicine-back pain with radiation into left leg. Doing well, back spasms w/ activity. Pain 6/10. Exam- lumbar-forward flexion 50 degrees. Extension 25 degrees rotation and tilt reduced by 25% bilaterally hips, knees, ankles normal. Negative paces and patricks maneuvers. Diffuse lumbar myofacial pain. Motor-normal. Deep tendon reflexes 2/4. Pulses normal, extremity exam normal. Negative straight leg raise. Normal gait. Diagnosis- status post multilevel lumbar fusion and chronic low back pain. Methadone, percocet. Add carisoprodol 350mg. Start core lumbar strengthening. On (B)(6) 2012-recheck- pain medicine- presented with positional vertigo duration of 1 hour. Back pain continues with some radiation into left leg. Pain control stable. 6/10. Exam- lumbar-forward flexion 40-50 degrees. Extension 25 degrees rotation and tilt are full. Mild myofacial pain. Motor-normal. Deep tendon reflexes 2/4. Pulses normal, extremity exam normal. Negative straight leg raise. Normal gait. Start meclizine for vertigo. Refill methadone, percocet and soma. On (B)(6) 2012 - recheck- pain medicine- routine 3 month for medication. No change in pain. Stable. Refill medication. On (B)(6) 2012 - pain medicine- routine 3 month for medication. Low back, left leg and foot pain. No change in pain. Exam: range of motion worsening, worsening left leg radicular pain. Plan- new MRI. Refill medication.